Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; during the unknown surgery the guide wire broke away while over-drilling. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional product code hty. The device has been received and is currently in the evaluation process. A review of device history records was not performed, no lot number was provided. Placeholder.